Manufacturer narrative:
Product complaint # (B)(4). Date sent: 2/11/2020. D4: batch # r5a967. Investigation summary: the analysis found that one pve35a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # r5a967.   A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. The following information was requested, but unavailable: is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.)

Event description:
It was reported that during a vats lobectomy, but then turned into a bilobectomy; used the pve35a with a vascular reload. On the pa, device fired and cut but did not staple properly and had to be rectified with a clip. No resistance felt or and strange noises. It was almost like some of the staples were not formed properly. Vessel was nice and flat and no tension when firing.